Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the physician had difficulty passing a guidewire through the tip of the left ventricular (lv) lead. It was noted that upon retracting the guidewire into the lead body, the guidewire got stuck near the distalend of the lead. Another guidewire was used, and the same resistance occurred. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.